Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-2-uni-celect-pt. Similar to device under 510(k) k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2016, during the index procedure, the patient had a celect® filter placed. The inferior vena cava (ivc) diameter at the intended filter location was 23 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, migration, or tilt. There was no extravasation of contrast and no filter legs appeared outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 15.8 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after placement. The angle of filter tilt in the ap view was 4.4 degrees. On (B)(6) 2016, post-procedure x-ray (same day as placement procedure): analysis: no evidence of filter fracture, deformation, or embolization. Filter migration was not assessed. The angle of filter tilt in the ap view was 2.3 degrees and 2.8 degrees in the lat view. On (B)(6) 2016 (same day as placement procedure), the patient was discharged from the hospital. On (B)(6) 2016 (51 days post-procedure), an attempt to retrieve the filter was performed because it was no longer clinically needed. The pre-retrieval x-ray revealed no evidence of filter fracture, embolization, or migration. Filter tilt was < 6 degrees. Analysis of the pre-retrieval x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt in the ap view was 4.3 degrees and 1.5 degrees in the lat view. Filter legs did appear outside the column of contrast prior to retrieval. The filter had = 25% of thrombus occupying the filter cone. The retrieval procedure was terminated. Analysis revealed > 25-99% of thrombus occupying the filter cone. Filter legs did appear outside the column of contrast. The angle of filter tilt in the ap view was 5.1 degrees. On (B)(6) 2016 (92 days post-procedure), the 3-month telephone follow-up was completed. The retrieval procedure was not scheduled to be completed due to thrombus in the filter. No adverse events were reported. On (B)(6) 2016 (172 days post-procedure), the patient was assessed via ultrasound for a dvt in the right lower extremity. Treatment included an increase in heparin. The ultrasound revealed that the pre-existing thrombus in the left lower extremity had resolved. The investigator determined this event was unlikely to be related to the study device and not related to the study procedure. Analysis of the ultrasound is not available. On (B)(6) 2016 (189 days post-procedure), the 6-month telephone follow-up was completed and no other adverse events were reported. On (B)(6) 2017 (368 days post-procedure), the 12 month follow-up clinical assessment, CT of the abdomen with intravenous contrast, ultrasound, and x-ray were completed. The filter was not scheduled to be retrieved due to an ongoing risk for pe. No adverse events had been reported. The CT of the abdomen revealed no evidence of filter embolization, and a grade 2 filter leg interaction with the ivc wall. The ultrasound revealed no evidence of thrombus in the ivc, pelvic veins, or lower extremity veins. The x-ray revealed no evidence of filter fracture, embolization, migration, or tilt. Patient outcome: the patient remains in the study.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: investigation is based on event description and image review by cri (report attached). A celect-pt filter was placed with no significant tilt or no immediate perforation. 51 days later the right lateral most primary filter leg and 2 adjacent secondary leg had perforated the ivc and 368 after filter placement 2 primary filter legs demonstrated grade 2 interactions with the ivc wall. Furthermore, there is persistent hypoattenuating filling defect along the right aspect of the filter, consistent with persistent partial thrombosis and in addition, there is an atretic appearance to the infrarenal ivc extending down to the proximal common iliac veins, suggesting changes of chronic thrombosis and remodeling. A component of the grade 2 interactions may be related to the change in size of ivc due to remodeling of the caval thrombosis. This overall decrease in size of the ivc may have increased the likelihood of perforation, but is not likely the sole cause. The patient appeared asymptomatic and there is no report of the filter being retrieved. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.